Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer treated with manual injection. It was reported that they had insulin flow block alarm. The customer was assisted customer in performing a 5.0 units fill cannula. Customer states the insulin exited. The insulin pump will be returned for analysis.